Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: transport ventilator startup self check suffocation alarm. No patient involvement.